Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the connector of pulse generator would not accept the lead easily. Eventually, the lead was inserted. The measured electrical parameters were good. The device was implanted successfully.